Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer experienced a low blood glucose (bg) level of 50 (mg/dl). Customer consumed carbohydrates to address bg levels. Reportedly, customer's health care provider (hcp) determined the pump basal rate setting needed to be adjusted. Pump settings were adjusted according to customer's hcp request. Recommendation was made to continue to work with hcp to discuss diabetes management.